Event description:
It was reported that a toric lens was fully inserted but was removed and replaced in the same procedure due to a weak capsular bag. They reported sutures, incision enlargement, and unplanned vitrectomy were done. No further information is available.

Manufacturer narrative:
Section a2 (age), a3b (gender), a5 and a6: unknown; information not provided. Section e1 (title), e2, e3: unknown; information not provided. Section h3: product evaluation was not performed because the product has not been received. If product is received after initial closure, the product investigation (pi) and complaint (cp) (if necessary) may be re-opened to complete the return investigation. The complaint issue reported could not be confirmed. Based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.